Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia along with the under delivery allegation on pump. No further patient complications were reported. Troubleshooting was performed, customer reported the blood glucose value during time of event was 771 mg/dl. The blood glucose value during time of call was 360 mg/dl. Customer had an detached infusion set. Customer had symptoms of confusion, increased thirst. Customer was treated in hospital. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was not active at the time of high blood glucose event. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 29-jul-2023 in the pump history file. On (B)(6) 2023 00:14:08.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 15.1. Bolus amount delivered = 15.1. On (B)(6) 2023 03:33:16.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 14.7. Bolus amount delivered = 14.7. On (B)(6) 2023 13:00:40.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 14.7. Bolus amount delivered = 14.7. On (B)(6) 2023 15:05:40.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 11.5. Bolus amount delivered = 11.5. On (B)(6) 2023 17:21:32.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 12.6. Bolus amount delivered = 12.6. Please see below for the daily total of all insulin delivered on the event date 29-jul-2023. On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time= on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 93.275. Daily total of basal insulin delivered = 24.675. Daily total of bolus insulin delivered = 68.6. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm noted on the event date 29-jul-2023 in the pump history file. On (B)(6) 2023 16:12:47.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 29-jul-2023 in the pump history file. On (B)(6) 2023 14:30:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 15:41:15.000 battery removed. On (B)(6) 2023 15:41:15.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 15:41:39.000 battery inserted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 2:36:00 am. There was no power data available for the event date of 07/22/2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.